Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after changing out the cartridge the customer forgot to reconnect to the pump before going to sleep. Subsequently, the customer's blood glucose (bg) level was elevated up to 625 (mg/dl). The customer reconnected to the pump and want to a healthcare provider. Subsequently, the customer was hospitalized. While in the hospital the customer received insulin intravenously and fluids. The customer was released from the hospital 5 days after being admitted.